Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator's CPAP (continuous positive airway pressure) value was below set level. The patient involvement is unknown. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported issue could not be reproduced. The ventilator passed all safety and functional tests and was cleared for clinical use. Evaluation of received ventilator logs was performed. The ventilator was used in niv (non-invasive) mode. The event log contains alarms for low and high CPAP (continuous positive airway pressure) in combination with alarms for patient circuit disconnected and leakage too high. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes indicating any ventilator malfunction at the time of the event. The generated alarms indicate a leakage situation. The first remedy according to the user¿s manual is to check the patient circuit. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. There is no indication of ventilator malfunction. The reported problem was not reproduced and no parts were replaced. The exact root cause of the event has not been determined, but was most probably due to leakage. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref: exemption#: e2018003. Getinge USA sales, llc (B)(6).

Event description:
Importer ref#: (B)(4).